Manufacturer narrative:
According to the field, the rv lead will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was placed but exhibited high pacing threshold measurements. The physician tried to reposition the rv lead but noted the helix would not retract properly. Upon removing the rv lead, tissue was observed to have been stuck in the helix. The rv lead was replaced and was never in service. No additional adverse patient effects were reported.